Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that she presented to the hospital with nausea, vomiting, dehydration and elevated white blood cells. She was diagnosed with (B)(6). The right atrial lead was explanted. The patient deceased on (B)(6) 2012 due to renal failure.